Event description:
The customer reported that intermittently the system had no image displayed on the monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report o injury or death associated with the event describe in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier needs to be replaced. The reported issue is currently under investigation.